Event description:
Pt reportedly experienced a dislocation of the hip following the original total hip arthroplasty. Revision surgery was perforemed to replace the acetabular insert and femoral bearing head.